Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had left cerebral hemisphere, left midbrain and left cerebellar ischemic strokes with left to right midline shift with uncal herniation. Healthcare professionals do not think this was left ventricular assist device (lvad) related. The patient was intubated and was off sedation. The device operated as expected. It was unknown if the event was considered device or therapy related. The cause of the stroke was not identified. No treatment was performed as the patient was not a surgical candidate and care was withdrawn.